Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 3 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was reading 53 mg/dl. No bg meter comparison was taken at this time. The patient was vomiting and was having an unspecified ¿speech difficulty¿. Emergency medical services was called and when they arrived, the patient was transported to the hospital. At the hospital, the patient¿s bg meter reading was 623 mg/dl, and he was treated with IV insulin to stabilize his bg level. The patient was discharged after 7 days. The patient was fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.